Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cs300 intra-aortic balloon pump (iabp) has leak in iab circuit alarm. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field: g4 (510 k). It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) displayed a leak in iab circuit alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. Initial attempts to reach the customer at the number provided were unsuccessful; after obtaining the hospital¿s main number, esp personnel were connected to the unit after a 6-minute hold. Upon contact, the customer stated that the alarm had occurred approximately 20 minutes earlier and noted no visible blood. Esp personnel instructed the customer to go to the patient¿s room to assess the pump and report the duration of standby therapy, which was confirmed to be 30 minutes. The customer was advised to inform the attending physician at the bedside and not to restart therapy due to the extended standby time. On (B)(6) 2025, at 1:42 pm, esp personnel contacted staff to gather complaint information for the balloon catheter and console. The charge nurse reported that a cs300 at the nurse¿s station had an ECG issue. Complaint information obtained. The customer was unfamiliar of the issue from the prior shift but was able to transfer, the bedside nurse of the current balloon pump patient. The customer did report that the previous shift had a reported issue but that the attending restarted the pump, and it was working well. Esp personnel reviewed the nature of the alarm, troubleshooting steps for future occurrences, and the 30-minute standby protocol to prevent clot formation on the balloon catheter. Complaint information obtained.